Event description:
It was reported that the pt underwent a trial procedure for treatment with intrathecal baclofen. The pt was implanted with a new spinal catheter that was then attached to a chemo port. When the hcp went to implant the permanent pump, the catheter and chemo port were detached from one another. After the pump implant, they tried to withdraw cerebral spinal fluid (csf) from the side port of the pump. They were unable to aspirate csf. The connection between the catheter and the pump was checked and found to be detached. The hcp then cut the new catheter, took a different model catheter and used a connector. The pt's status was reported as "okay".

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.